Manufacturer narrative:
There is a temporal relationship between ccpd therapy with the liberty pdx modem (B)(6), the liberty pdx cycler and the patient¿s adverse event(s) of multiple hernia¿s (unknown type) and subsequent out-patient center treatment. Hernia is a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment. Moreover, the pdrn stated the causality for the event was unknown, however it was confirmed the hernia¿s developed while the patient was using ccpd for rrt. Therefore, based on the information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was no conducted since the serial number of the alleged device is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on a customer experience, the patient¿s peritoneal dialysis nurse reported that the patient was recovering from multiple hernia repairs. The patient was treated at an outpatient clinic. The hernias reportedly developed after the patient started peritoneal dialysis treatments. Patient¿s peritoneal dialysis treatments have been adjusted to compensate for the hernia repair. Additional information was solicited.